Event description:
It was reported that the lead tines were covered with a clear film at lead removal. The event resolved without sequela on (B)(6) 2010. About two weeks later it was reported that the observation was a comment noted during the revision. It was noted that the neurostimulator and tined lead were removed due to an adverse event, other than death. Gentle traction was used to remove the lead and it was not difficult. There was no trauma upon removal, but the tines were covered with a clear film. No action was taken in relation to this observation. The patient discontinued from the trial shortly after the device and lead were explanted.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID neu_unknown_lead lot# unknown, implanted: 2010 (B)(6), explanted: 2010 (B)(6); product type lead. (B)(4).